Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 10 ml bd posiflush¿ sp pre-filled flush syringes nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575. Batch no: 035232. We continue to have issues with the posiflush syringes. The plunger doesn¿t depress. We are having issues with the prefilled saline syringes blocking-the nurse is not able to push the saline in (the black stopper does not move forward). The staff kept a collection over the weekend-5 in total and from the same lot number.

Event description:
It was reported that 5 10 ml bd posiflush¿ sp pre-filled flush syringes nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575 batch no: 035232 we continue to have issues with the posiflush syringes. The plunger doesn¿t depress. We are having issues with the prefilled saline syringes blocking-the nurse is not able to push the saline in (the black stopper does not move forward). The staff kept a collection over the weekend-5 in total and from the same lot number.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-25. H6: investigation summary it was reported that the white cap on the syringe was damaged. To aid in the investigation, one sample was received with lot number 0352382 for evaluation by our quality team. The sample came with an opened packaging flow wrap. A visual inspection was performed and the syringe has a damaged tip cap. No other defects or imperfections were observed. This defect can occur when the syringe is not properly placed on the sterilization tray. The sterilization tray that goes on top then damages the tip cap. A device history record review was completed for provided material number 306575, lot number 0352382. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The high sensor for the sterilization tray was verified and found working properly. H3 other text : see h10.